Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v67y, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said she has a lead that has been broken and they tried the other leads twice and patient is still having major problems. The hcp (healthcare professional) wants to go in and replace the ins and patient¿s daughter does not feel like that is necessary. Patient asked for manufacturer¿s advice, and patient was redirected to their hcp for this medical decision. Patient explained that she had therapeutic effect until several months after implant when she fell and now no longer did. Patient clarified that they tried 2 other programs / reprogrammed, but she still had symptoms and the therapy didn¿t work as well as before the fall. There had not been additional surgery or lead replacement yet. Patient was scheduled for replacement surgery this friday but insurance was uncertain. No further complications were reported or are anticipated.